Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure using the sphere-9 catheter, after ablation with pulsed field energy in the left atrium and during the first radiofrequency lesion on the cavotricuspid isthmus (cti) line, the patient experienced cardiac arrest and ventricular fibrillation. The procedure was aborted under general anesthesia following the onset of ventricular fibrillation. The patient was cardioverted back to sinus rhythm. No further patient complications have been reported as a result of this event. (B)(6) 2025: it was later reported that the patient was externally cardioverted via shock and returned to normal sinus rhythm. The biotronik serial number could not be obtained. Should additional information be received this file will be updated.